Event description:
It was reported that the customer was hospitalized five times due to complications with type one diabetes. The customer stated that the insulin pump did not cause the event. The customer is a brittle diabetic. The customer was at the hospital awaiting surgery. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.